Event description:
Svp seems occluded in (B)(6) 2014. The setting pressure of the valve is set to the high pressure. Occlusion was not improved though the doctor tried the pumping in the reservoir part.

Manufacturer narrative:
This device will be returned to sophysa for eval. A follow up report will be sent.